Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that during removal of the stylet and protective sheath; the stent implant dislodged from the stent delivery system balloon and remained inside the protective sheath. Reportedly, there was no pt involvement. No add'l event or patient info is available.